Event description:
A ventilator was returned to the manufacturer due to the device not meeting accepting criteria of evaluation process due to physical damage. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery, system board, and power management board pca was observed. The device's internal battery and system and power circuit board was replaced to address the issue.

Manufacturer narrative:
The reported failure of the device battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.